Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies were found however, there was foreign material in the setscrew.

Event description:
It was reported during the procedure for a lead replacement that when the lead was being connected to the device, the setscrew of the ICD would not properly secure the lead in place. Another device was utilized and there were no patient complications reported as a result of this issue. It was reported that the defibrillation lead had an insulation break. The lead was capped and replaced. There were patient complications reported as a result of this event.